Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted "fio2 low" and "fio2 high" alarm frequently while in use. An initial log analysis showed that the device had performed restarts. No patient consequences reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
Both mixer cartridges and the logbook of the affected device were available for the investigation. Based on the logbook entries, the reported event could be confirmed. On the day of the event, between 18:04 and 18:15 the device generated "fio2 low" and "fio2 high" alarms. The ventilation continued until 19:37 when the device was switched to standby and switched off afterwards. On march 1st the device was switched on again at 16:18 for a test run and performed several warmstarts starting at 16:48. During the reported event the ventilation was not interrupted. The entries stored in the error log indicate a failure of one of the mixer cartridges. Both mixer cartridges were extensively tested in the test bench. It was found that the pcb way measurement system of the air mixer cartridge was out of tolerance and caused the reported problem. The device detected the deviations of oxygen concentration in the breathing gas delivered to the patient and reacted as specified by generating a visual and audible alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.